Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was difficult to depress. Customer applied more pressure and the wake button functioned as expected. Customer's blood glucose level was 151 mg/dl. Customer continued to use the pump for insulin therapy.